Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer placed the pump into storage mode due to the customer experiencing a blood glucose (bg) level lower than target range. Although requested, the customer declined to provide bg information. Reportedly, when attempting to power on the pump, the customer experienced difficulty charging the pump with the usb cable. Reportedly, the pump was able to be charged successfully with an alternate cable.